Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2015 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and oversensing on the right atrial (ra) lead and right ventricular (rv) lead. The patient received an inappropriate shock due to the noise. It was noted that the patient was swimming at the time. Follow up concluded the over sensing occurred because something around the swimming pool was not properly grounded and no intervention was performed. The device remains in use. No further patient complications have been reported as a result of this event.